Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery contacts found compressed. The battery release, one side bail cover and ring cover found contaminated. Keyboard and serial number label out of specification - cosmetic.

Event description:
The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.